Event description:
It was reported that, after a navio-assisted tka surgery, post-op x-rays showed that the tibial keel protruding through the posterior portion of the tibia. Slope on the tibia is incorrect. No intervention was required at the time. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device was used in treatment and post op x-rays show the tibial keel protruding through the posterior portion of the tibia. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for proper ankle center registration. It also provides instructions for the user in the "recovery procedure guidelines" section. We could confirm there was a relationship established between the reported event and the device. The log files and patient archive were returned and evaluated. Review of the patient archive found that the mechanical axis appears to be more angled than the typical axis. The case was loaded onto an in-house system and in tibia free collection; the axis is noticeably more angled. Accuracy of the mechanical axis, which goes from knee center to ankle center, is important because it is the axis where the implant is placed. Then, in the place tibia implant screen, it clearly showed that the implant is protruding out of the bone. In the tibia free collection screen, one point was removed so that the system would recalculate the mesh to make it more accurate. This was done once more and then in the place tibia implant screen, the implant placement was better in that it was not protruding, however it was still significantly angled. Ankle center is calculated by taking the medial malleolus point and lateral malleolus point. If these points were taken incorrectly, such as if the surgeon held the point probe along the points instead of pointing to them, it could cause the mechanical axis to become more inaccurately angled. This was replicated on a new case, where we intentionally took the malleolus points incorrectly along the point and resulted in a more angled implant placement, confirming that this was likely what had occurred. The malfunction was due to insufficient operator training.